Manufacturer narrative:
Updated data: b5. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after release of the valve from the delivery catheter system (dcs), the valve dislodged towards the patient's ventricle. Subsequently, the patient experienced severe paravalvular leak (pvl). In response, a 26-millimeter (mm) non-medtronic valve was implanted valve-in-valve. After this intervention, no regurgitation was identified. Per the physician, the patient's minimal leaflet calcium contributed to the valve dislodge. Additional information was received that a non-medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom of the pigtail. A post-implant balloon aortic valvuloplasty (bav) was not performed prior to dislodgement, and the dcs did not interact with the valve. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 mm, and 3 mm on the left coronary cusp (lcc). After valve dislodgement, the implant depth on the ncc was 16 mm, and 18 mm on the lcc.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after release of the valve from the delivery catheter system (dcs), the valve dislodged towards the patient's ventricle. Subsequently, the patient experienced severe paravalvular leak (pvl). In response, a 26-millimeter (mm) non-medtronic valve was implanted valve-in-valve. After this intervention, no regurgitation was identified. Per the physician, the patient's minimal leaflet calcium contributed to the valve dislodge.